Event description:
It was reported by the customer " the images are dark and they tried different settings with the same results " which resulted in the need for an additional exposure to complete the exam. Hologic field service engineer (fse) checked the resolution of the image. The resolution was good. The fse tried to change collimator size and the aperture wouldn't slide. He removed the tube covers and found a screw inside the housing keeping the slide from working. The collimator port cover was missing, the buttons on the control board didn't work, and one laser positioned light was out. All parts were replaced, all functions were tested. All functions meet manufacturing specifications and system operational.